Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent placement procedure, the side hole of the device was torn and the stent was unable to be moved after it was inserted into the body of the patient. It is unknown if the patient had a difficult anatomy. Reportedly, the stent was inspected prior to use with no anomalies noticed. The stent was hydrated and the guidewire was easily inserted. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent placement procedure, the side hole of the device was torn and the stent was unable to be moved after it was inserted into the body of the patient. It is unknown if the patient had a difficult anatomy. Reportedly, the stent was inspected prior to use with no anomalies noticed. The stent was hydrated and the guidewire was easily inserted. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the pigtail of the stent was accordioned at the bladder end and the stent presented several scratches along the shaft. The suture was not included with the return. Additionally, the stent presented signs of stress approximately 8 cm from the bladder end. (B)(6).

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the stent was not torn. This event was initially considered reportable because it was alleged that the side hole of the stent was torn. Based on the device analysis, this event is no longer considered reportable.